Event description:
The manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states respiratory tract irritation, dizziness, headache, lung disease, kidney disease, toxicity. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware that a user of the dreamstation 2 advance auto CPAP had states respiratory tract irritation, dizziness, headache, lung disease, kidney disease, toxicity. No medical intervention was specified by the patient.  No additional information can be requested at this time. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In box h: (device) problem code grid has been updated in this follow-up.